Event description:
Clinical department received deliverable which was indicated as a contact milestone from the site with information on f/u appointments. The spread sheet identified subjects who required revisions following tha. Right loose acetabular cup. Surgery date (B)(6)2008.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.